Event description:
Information received from user facility via a manufacturer representative regarding an inserter used for spinal therapy. It was reported that the inserter doesn't thread into the cage. There was no patient involved in this event. There were no further complications reported regarding this event.

Manufacturer narrative:
H3: product analysis of part # 2990003, lot # nm10k006 visual and optical inspection identified damage to the threads at the tip of the inserter, which is consistent with misalignment during the cage-to-inserter attachment process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.